Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient was requesting physician listings as their managing physician¿s office was closed until further notice and the patient was needing to find a new managing healthcare provider to fill and manager their pump. The patient stated they had gone through withdrawal in the past and didn¿t want to deal with that again. Per the patient, the withdrawal occurred a few years ago and what led to that was the patient was scheduled to do just a follow-up appointment, however the patient went out of town and it turned out the appointment was meant to be a refill appointment. The patient stated her pump started to alarm and eventually went empty and she stared experiencing withdrawal symptoms and had to go to the ER (emergency room). The patient stated the hospital staff did not know how to help the patient and treated her like she was a drug addict. The patient finally got back to town and went to the hospital where she was implanted and was sent home being told to wait until the next day to visit their managing healthcare provider. The patient stated they did not have a good experience during that time.